Manufacturer narrative:
(B)(4)

Event description:
It was reported that: the catheter is torn in several places as if the catheter is brittle. There was a delay in the procedure but there was no reported patient harm and they were reported as fine.

Event description:
It was reported that: the catheter is torn in several places as if the catheter is brittle. There was a delay in the procedure but there was no reported patient harm and they were reported as fine.

Manufacturer narrative:
Qn# (B)(4). The report of an arterial catheter separation was confirmed through complaint investigation of the returned sample. The customer provided three photos and returned three arterial catheterization sets: one opened, and two, unopened representative samples. No signs of use were observed on the kits or any of the components inside the kit. Visual analysis revealed that the catheter from the opened kit separated towards the proximal end near the juncture hub. The catheter appeared yellow in discoloration. The observed damage is consistent with exposure to uv light. The two representative sample catheters were not separated but were discoloured yellow. The two representative kits were opened for further analysis. One of the representative catheters were discoloured yellow, while the other was not. From the opened kit, the length of the separated portions of the catheter measured 33 mm via calibrated ruler while 1 mm of the catheter remained connected to the juncture hub. The overall length of the returned catheter portions measured 34 mm via ca librated ruler which was not within the specification limits of 52-56 mm per the catheter product drawing. This means at least 18 mm of the separated catheter was not returned. The catheter body outer diameter (od) measured 0.898 mm via calibrated caliper, which was within the specification limits of 0.890-0.940 mm per the catheter extrusion graphic. The length of the representative catheters measured 54 mm and 55 mm via calibrated ruler which was within the specification limits of 52-56 mm per the catheter product drawing. The od of both representative catheters measured 0.890 and 0.891 mm via calibrated micrometer, which was within the specification limits of 0.890-0.940 mm per the catheter extrusion graphic. Functional inspection was performed per IFU statement, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". Minor force was applied to the catheter at the discoloured portion resulting in it snapping. Of the representative catheters, the discoloured catheter was observed to be brittle, while the non-discoloured catheter was not. Testing previously performed at the r & d facility was able to reproduce the observed failure mode (yellow discoloration and brittle catheter body) through prolonged exposure to uv light. The product labelling for the product includes the iso symbol indicating "keep away from sunlight". A device history record review was performed, and no relevant findings were identified. Based on the customer report, past testing from r & d, and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter is torn in several places as if the catheter is brittle. There was a delay in the procedure but there was no reported patient harm and they were reported as fine.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.